Event description:
A customer reported experiencing a cartridge alarm with their insulin pump. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. In response, customer technical support arranged for a replacement pump to be sent and provided the customer with instructions on using a backup insulin pump and returning the faulty device. The customer received guidance on how to handle the shipment and storage of the pump and acknowledged understanding of the directions provided.